Event description:
It was reported that a patient underwent revision surgery 10 weeks post-implantation because the implant construct had migrated. The manufacturer has been unable to obtain fluoro images, but the physician has indicated that the construct was locked at the time of implantation and had migrated as a single unit, without any internal mechanism failure. The intact implant construct was removed without issue. The device was not removed due to implant breakage or malfunction. The explanted device was not returned to the manufacturer for evaluation.